Event description:
The customer contact reported a particulate. The soluset was being used to deliver lactated ringer's solution. After an unspecified length of time in use, the parent noted a particulate and notified the nurse. The soluset was replaced and the therapy was resumed. The nurse described the particulate as "c-shaped about 1/2 inch long, rust colored" that was adhered to the top of the soluset and not in the fluid path. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported that a sample of the IV fluid in the soluset was sent for culture. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted.